Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
The trifecta gt valve was implanted in the patient's aortic position two years ago. The sales rep. Was informed that a re-do avr will be performed on (B)(6) 2020 due to structural valve deterioration of the trifecta gt valve. Details on the issue and other additional information will be obtained and updated on a later date.